Event description:
Event description guidant received information that, two weeks post-implant, this right ventricular defibrillation lead is demonstrating pacing impedance measurements >3000 ohms. It was also reported that thresholds have increased slightly, while other lead diagnostic measurements were noted as stable. The caller noted that the daily measurements would be reviewed to assess when the increase in values began and would review this case with the patient's physician.